Event description:
It was reported that there was a lead migration. Reprogramming was done on (B)(6) 2012 and x-rays were taken 22 days later. Patient symptoms of pain were noted. It was later reported that per the patient's request, the entire system was going to be explanted on (B)(6) 2012. The patient's outcome was unknown at the time. On the day of the scheduled explant, it was further reported that the patient was having her implantable neurostimulator (ins) removed on that day. It was unclear if the patient was having the entire system or just the ins removed. The reporter indicated that the patient just did not like it and there was no issue with the ins or stimulation. Refer to regulatory report # 3004209178-2012-10660 for additional patient and device information.

Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial# (B)(4), product type recharger; product ID 37744, serial# (B)(4), product type programmer, patient. (B)(4).